Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Performed testing per specification, and no occlusions were noted.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 134 mg/dl. The customer stated that, upon troubleshooting, it was found that the alarm was resolved by a reservoir change. She was advised to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.